Event description:
A territory manager called zoll customer to report that a (B)(6) male pt's battery charger was broken and not charging his battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation the battery charger/modem was unable to read inserted battery packs due to a shorted q1 current controlling transistor on the bed side board. In addition there was corrosion on the battery board. The root cause for the shorted q1 transistor could not be positively identified. The root cause for the corrosion was unable to be positively determined, but was likely contamination. No adverse event resulted form the shorted q1 transistor or the corrosion on the battery board. The pt received a replacement battery charger/modem.